Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "when accessing the line she advised that from the white lumen she was only able to draw a small sample of blood but was able to flush but when she tried to draw form the second red lumen, there was resistance and the red hub became detached from the line. The PICC has now been removed and is available for collection."

Event description:
It was reported that "when accessing the line she advised that from the white lumen she was only able to draw a small sample of blood but was able to flush but when she tried to draw form the second red lumen, there was resistance and the red hub became detached from the line. The PICC has now been removed and is available for collection."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the luer detached from the extension leg was inconclusive due to the condition of the returned sample. One 5fr dual-lumen groshong nxt PICC was returned for investigation. The returned sample exhibited evidence of use. The PICC was received with each connector fully attached to each extension leg. The white oversleeve remained attached to the proximal end of each extension leg. A functional test revealed that the lumens were patent to infusion and aspiration. What appeared to be dry blood residue was flushed from the white (distal) lumen. The connector and the extension leg tubing were within dimensional specification. It was reported that resistance was observed during use, which may have been a contributing factor of the reported event, but the complaint could not be verified. Since the sample was received with the connectors attached to the extension legs and since no dimensional issues were found with the mating components, the complaint was inconclusive. H3 other text : evaluation findings are in section h.11.